Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: IV catheter removed from site and upon inspection found that the needle had punctured through the catheter approximately half way down the catheter so that the needle was no longer sheathed inside the catheter. A second IV attempt was needed- nexiva 20 g catheter attempt was successful.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: IV catheter removed from site and upon inspection found that the needle had punctured through the catheter approximately half way down the catheter so that the needle was no longer sheathed inside the catheter. A second IV attempt was needed- nexiva 20 g catheter attempt was successful.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 22-sep-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 18g x 1.25in nexiva device for the investigation. Through the visual inspection, the unit displayed traces of media on the extension tubing and along the catheter. The needle has pieced the catheter and is seen protruding on the side of the tubing wall. The observed media on the device indicate that the device has been handled and venipuncture was performed. The reported issue of needle through catheter is confirmed. No damage was observed at the catheter tip or along its shaft, which would contribute to the reported advancement difficulty. As the device has been removed from the package and handled, it is likely that the defect originated in the user environment. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. If the defect originated during manufacturing, the customer would receive the device with the needle piercing through the catheter which would cause the venipuncture extremely difficult and painful. During use, a needle spear through may occur during tip adhesion break or during venipuncture if the needle is advanced at the wrong angle or if the needle is moved up and down the catheter tubing. If any of these steps were to occur, the catheter would not advance hence the experience of threading difficulty that was reported by the customer. A device history record review showed no non-conformances associated with this issue during the production of this batch.